Event description:
Report received of a tubing separation where the filter connects to the distal portion of the tubing set. The customer reported that the pt was receiving an unspecified solution when the tubing set became separted from the filter. The pt did experience "bleedback" to where the separation had occurred. There was a reported one to two drop blood loss. The nursing staff was at the pt's bedside when this event occurred, and they used the slide clamp to prevent further blood loss. There was no reported adverse reaction or delay in critical therapy.